Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "powered off while monitoring a patient".the patient involved was reported to not have experienced harm or adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. The biomed reported that the "clinicians used another mrx to continue monitoring the patient, patient transported safely". The patient's transport was delayed as a result of needing to "stop using the initial mrx and then use another mrx to successfully monitor the patient, but again patient transported safely".